Event description:
It was reported that the patient's impedance check resulted in high impedances, greater than 4000 ohms. It was noted that it was possibly related to the device or therapy and there were no patient symptoms noted. It was indicated that no intervention was taken. If additional information is received, a supplemental report will be submitted.

Event description:
Additional information stated the device was working well for the patient and his symptoms so nothing was done. Just an impedance check.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# v872640, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the outcome was resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that patient device was working well for him and symptoms and nothing was done. It was noted that on (B)(6) 2014 they tried another program during interrogation but patient reported too high and was back to prior setting. It was also indicated that there was high impedances in all leads.